Event description:
It was reported that during procedure in nim probe there was no response to stimulation. The product was replaced with a new one and the device operated normally. There was no patient involvement.

Manufacturer narrative:
H3: product analysis stated visually, there was no damage in the construction of the handle. However, the distal end of the probe tip was bent when returned. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. The tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, wire, or the connector. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating there was no response displayed on nim console. Troubleshooting was done and identified reverse of muscle relaxation to the contributory cause and when the excess fluid was removed and after device replacement the nerve reacted. There was no patient impact.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.